Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the medical agent did not flow through the catheter. Therefore, the catheter was removed and replaced with a new one. The user performed the flush test before use.

Manufacturer narrative:
(B)(4). The customer reported the catheter would not inject medication. The customer returned one snaplock assembly nrfit and lidstock. No epidural catheter was returned. The returned sample was visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. A functional flow test was performed on the returned snaplock assembly. A lab inventory epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 8.2ml/min, which is within the specification of 1ml/min minimum. No blockages were found. In summary, the reported complaint of the catheter not injecting medication could not be confirmed based on the sample received. No epidural catheter was returned, only a snaplock assembly. The returned snaplock assembly passed a functional flow test and met flow rate specifications. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. Therefore, based on this, this complaint investigation could not be determined based upon the information provided and the sample received. No further action is required at this time.

Event description:
It was reported that the medical agent did not flow through the catheter. Therefore, the catheter was removed and replaced with a new one. The user performed the flush test before use.